Event description:
It was reported that the tubes were broken when received with a bd vacutainer® blood collection tubes for microbiological studies. The following information was provided by the initial reporter: (2 of 3) customer stated they received the package with the broken shipment from lot number 9036707 on 6/20/2019 and stated they have previously received boxes like this but have not reported the problem and is unaware of dates of event or lots affected.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes were broken when received with a bd vacutainer® blood collection tubes for microbiological studies. The following information was provided by the initial reporter: (2 of 3): customer stated they received the package with the broken shipment from lot number 9036707 on 6/20/2019 and stated they have previously received boxes like this but have not reported the problem and is unaware of dates of event or lots affected.